Event description:
The pt prresented with tortuous iliac anatomy. The excluder bifurcated endoprosthesis trunk-ipsilateral and contralateral devices were successfully deployed. Final angiogram exhibited a small proximal type I endoleak. The physician decided to implant to an aortic extender to seal the leak. He advanced the device inside the sheath and was ready to deploy the device, when he noticed that the trunk-ipsilateral device had moved proximally to almost the level of the diaphragm. At that point, the physician decided to convert to an open repair of the abdominal aortic aneurysm. The pt was fine at the end of the procedure. The physician does not believe that this was a device-related event. Rather, he believes it was related to tortuosity, possibly catching the catheter tip of the aortic extender on the trunk-ipsilateral device and moving it proximally.